Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done and that the ipg was superficial. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the physician would not release implants because they need to be sterilized.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming done and that the ipg was superficial. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.